Event description:
On an unreported date, a patient had break in aseptic technique, which caused peritonitis. The patient experienced peritonitis manifested by hazy drain and on the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1gm, frequency and route not reported) and ciprofloxacin (500mg, frequency and route not reported) for the peritonitis. Retraining on proper aseptic technique was performed with the patient. The outcome for the peritonitis was not reported.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.